Manufacturer narrative:
The lot numbers for the reported malfunctions were provided, therefore, lot history reviews were not performed. The device was not returned for evaluation, however medical records were provided and reviewed for both malfunctions. The investigation is confirmed for the filter tilt for one malfunction and unconfirmed for tilt for the other malfunction. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model ec500j vena cava filter allegedly experienced tilt. The information was received from various sources. Both malfunctions involved a patient with no reported patient injuries. One patient reported is a (B)(6) year old male with an unknown weight. The other patient is a female, whose age and weight were not provided.